Event description:
The customer stated that the insulin pump was beeping and the screen was blank. The customer also stated that she was hospitalized with a low blood glucose reading of 26 mg/dl. The customer stated that she was unconscious when she was admitted. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that she had been on insulin pump therapy for three weeks. Advised the customer to speak to her doctor about possibly needing to adjust her insulin pump settings.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.